Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon depressurized during patient use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 codes: updated. One device sample was received for evaluation. Under visual inspection the sample appeared to be in good condition. An inflation test was performed, and after twelve (12) hours the cuff and the pilot balloon were still fully inflated, no leak. The complaint was not verified/duplicated. A device history record (DHR) review could not be performed as the lot number was unknown.